Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition without its original packaging. Visual inspection showed no damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause reported issue. Functional testing involved leak testing and showed that the device exhibited leaking during the testing. One possible, but unconfirmed, problem source was listed as the cassette with the leak in the assembly bag was not properly segregated during leak test operation. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow malfunctioned while doing her remodulin cassette change, the cassette started leaking after being filled with remodulin and saline. Leakage was around the blue cap. No patient adverse events reported.